Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be conclusively identified. It was noted that it looked like a mixture of translucid synthetic fiber and a translucid black rubbery material. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was reported that all users handle the scopes in accordance with the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU. "3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
The customer's reported event was noticed after a diagnostic colonoscopy. There were no complications for the patient.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device an amalgam of synthetic materials which could not be identified and that could not be removed was clogging the nozzle. According to the investigation, it¿s likely the scope nozzle was clogged during cleaning/disinfection process or storage of the device. This was found during incoming inspection and without detrimental deformation of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had air/water channel clogged. Upon inspection and testing of the returned device, foreign material (amalgam of translucid synthetic fibers and translucid dark rubbery material and chemical residues) was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.